Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, culminating in a severe hypoglycemic event that the user believed was due to excess insulin delivery; the user paused insulin, later discontinued the ilet, and denied taking insulin outside the system. Symptoms included dizziness and unsteadiness, with a reported fingerstick glucose low of 35 mg/dl. Outcomes included use of two glucagon injections and informal assistance from family, without ems activation or hospital care. Investigation included troubleshooting and user education, as well as review of available glucose trends indicating a prior low corrected with significant carbohydrates followed by a usual meal announcement, and a subsequent prolonged nocturnal low. Investigation of this case revealed no device malfunction could be confirmed and the cause of hypoglycemia remained unclear in the context of reported insulin sensitivity and concurrent transplant medications. It was concluded that the reported hypoglycemia had an undetermined cause and that no device-related failure could be identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.